Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited pacing inhibition due to the programming of the device. Technical services (ts) recommended programming changes. This ICD remains in service. No adverse patient effects were reported.